Event description:
A normal mode diagnostic test during a routine follow up visit revealed high lead impedance and the end of service indicator was 'no'. A systems diagnostic test was attempted, but was not able to be performed as the pt was "squirmy". The physician recommended the pt for a generator replacement. There were no symptoms reported relating to the high lead impedance. During a battery replacement surgery, an intraoperative systems diagnostics test was performed and resulted in high lead impedance and the end of service indicator was 'no'. Troubleshooting in the or ruled out a problem with the generator and revealed that the lead was problematic. The lead and generator were replaced.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.